Event description:
Customer reported having difficulty with sensors. Customer stated that the last sensors have not lasted the usual thirteen days. Customer also stated that the sensor he was currently wearing had been giving him inaccurate readings. Blood glucose level was 41 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.